Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurses are unhappy with the image on their sr 8 system. They stated that they cannot see the needle tip at all and that they are barely able to see tissue movement with their machine. The nurses do not use the sr 8 for placing peripheral ivs, due to the image issue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of poor image quality was unconfirmed because neither the clinical setting nor the reported issue could be reproduced at the manufacture site. The manufacture site reported that the scanner passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. The returned system did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurses are unhappy with the image on their sr 8 system. They stated that they cannot see the needle tip at all and that they are barely able to see tissue movement with their machine. The nurses do not use the sr 8 for placing peripheral ivs, due to the image issue.